Event description:
My girlfriend's daughter was tested at (B)(6) urgent care to get a rapid test. Unfortunately, the test she received was quidel's rapid antigen test, which we have strong reason to believe gave a false positive test result. We will know for sure tomorrow when she receives her pcr test back; but everyone who has had contact with her tested negative. Two (2) places she could have gotten it, her classroom or her father's. Her mother (same day) - then pcr confirmed negative. Her sister - tested 2 days later and negative. All of the students and teachers that were in contact with her - so far - negative. Her father and his girlfriend - negative. I was negative. Etc. So either it's a false positive, or somehow it's not spreadable? FDA safety report ID # (B)(4).